Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided.

Manufacturer narrative:
B..

Event description:
It was reported by the aci clinical specialist that an (B)(6) female patient underwent an interventional peripheral procedure on (B)(6) 2013. Access was obtained at the left common femoral artery via a 6f sheath (model unknown). Peri-procedure, the patient was anticoagulated with 4,000 units of heparin. A pre-procedure femoral angiogram showed no presence of pvd/calcium at the access site. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the device was deployed per the IFU. When the drape was removed from the patient a banana shaped/sized hematoma was discovered at the access site. While the patient remained on the table manual pressure was applied at the access site for 15 minutes and the hematoma was marked. The patient was moved to a bed and the hematoma got larger. At some point the patient's bp dropped but returned back to normal. The patient had more pressure applied (duration unknown) in the cpu (critical patient unit) and the patient is now stable. It was also noted that the device was deployed at 9:30 am and the patient's hemoglobin was down two points at 11:40. No further information is available.

Event description:
It was reported by the aci clinical specialist that a (B)(6) female patient underwent an interventional peripheral procedure on (B)(4) 2013. Access was obtained at the left common femoral artery via a 6f sheath (model unknown). Peri-procedure, the patient was anticoagulated with 4,500 units of heparin. A pre-procedure femoral angiogram showed no presence of pvd/calcium at the access site. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the device was deployed per the IFU. When the drape was removed from the patient a banana shaped/sized hematoma was discovered at the access site. While the patient remained on the table manual pressure was applied at the access site for 15 minutes and the hematoma was marked. The patient was moved to a bed and the hematoma got larger. At some point the patient's bp dropped but returned back to normal. The patient had more pressure applied (duration unknown) in the cpu and the patient is now stable. It was also noted that the device was deployed at 9:30 am and the patient's hemoglobin was down two points at 11:40 am. No further information is available.